Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up in clinic, noise resulting in oversensing and inappropriate mode switching was noted on the right atrial (ra) lead. The noise was suspected to be the result of non-confirmed insulation damage. No intervention has been performed. The patient was in stable condition and will continue to be monitored.